Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/12/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring was observed in the delivery device but not in its normal seated position. The seal was observed to be intact and opened. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000368766 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal could not be loaded properly, so a new one was opened and the operation continued without incident. No delay. No harm.